Event description:
Ventilator stopped functioning with pt attached. Situation required caregiver to manually ventilate pt with resuscitator. The pt remained stable throughout situation. The ventilator did alarm appropriately.